Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's father reported via phone call that she was having issues with the infusion sets. The customer's blood glucose level was high. The customer woke up with a blood glucose level of 400 mg/dl. The infusion set was bent at 90 degrees. The customer treated her high blood glucose levels with a manual injection. The device was not returned.